Event description:
Caller stated that medical attention was sought on (B)(6) 2022 between the hours of 2:00-3:00am at home. End-user stated that he tested his blood glucose with his prodigy meter and received a result of low. End-user stated that a normal result for that time of day is usually around 200mg/dl. The end-user stated that he started to become sweaty and called paramedics but was unsure as to how long after testing he called. End-user stated that there was no food or medication consumed when waiting for paramedics to arrive, he said he only drank water and laid down. The end-user stated that the paramedics gave him a glucose solution to raise his blood glucose. However does not recall what the result was. End-user also stated he was on a sliding scale for his insulin but declined to provide the sliding scale information. No additional information has been provided.

Manufacturer narrative:
No nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d2103182-4). The meter was shipped to pdc on 2013-08-22, and strips with 2-year shelf life were manufactured on 2021-03-18. Because the suspected items were not returned to okb, the retained meter (serial#: (B)(4)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips of same suspected batch were re-tested with the retained meter and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results (level low: 50/53; level high: 291/275) met the acceptance criteria (level low: 45~95; level high: 240~350), and desiccants of the strip vial in our retained strips are still functional (orange color). The root cause of the complaint was unable to be verified if no suspected items returned to us. Therefore, the complaint has to be closed out if no further action or information from the user.